Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that insulin pump had prime fill anomaly. The customer states that insulin squirts out through cannula during priming. The customer also reported that insulin pump had deep scratches on the screen and it makes more difficult to view. The customer stated that insulin pump had keypad anomaly. The insulin pump will not be returned for analysis.